Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump replacement had not yet been scheduled. Regarding the inability to aspirate at the pre-replacement dye study, it was noted that there was a potential device issue, but it was unknown for sure. There were no known external/environmental/patient factors that may have caused or contributed to the inability to aspirate during the dye study. The cause of the inability to aspirate was not determined. No actions were taken to resolve the event. The device remained implanted and would not be returned for analysis. It was indicated that the information provided was confirmed with the physician / account.

Manufacturer narrative:
Continuation of d11: product ID 8703w lot# l49844 serial# implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The reason for the pump replacement was normal battery depletion. The pump replacement had not been scheduled. It was clarified that regarding the inability to aspirate at the pre-replacement dye study, it occurred during a normal pre replacement dye study just to check the catheter. External/environmental/patient factors that may have caused or contributed to the inability to aspirate during the dye study was noted as being not applicable. It was further noted that the cause of the inability to aspirate was not clarified. The device was currently implanted regarding its status, and it was unknown if the device would be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID, 8703w, lot#: l49844, implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 02-feb-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during a procedure. The patient had a ¿negative¿ dye study. It was reported the patient was scheduled for a pre-replacement dye study to verify if the catheter was patent. The physician was able to access the catheter access port (cap) but was unable to aspirate. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed, and no actions/interventions were taken to resolve the issue. Surgical intervention did not occur and was not planned. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.